Event description:
It was reported that during a diagnostic procedure, the pressure guidewire lost its signal when in position to normalize in the patient. There was no report of patient injury or adverse event due to this incident. The patient was released from the hospital according to the original treatment plan and the patient is currently in stable condition with no issue. The device was returned to the manufacturer for evaluation. During examination of the device it was observed that the distal part pressure sensor was missing.

Manufacturer narrative:
(B)(4). The manufacturing documentation for the returned device was reviewed and the device met all quality and manufacturing release criteria. To date, no other complaints have been reported for this failure mode within this lot. The device was received for investigation and upon visual inspection prior to decontamination it was noticed that the distal part of the pressure sensor was missing; the wire was in damaged condition with multiple kinks. It was further reported that the device was shaped by the user using the wire introducer. A signal test was performed, the wire was not recognized and "attach wire to connector" error message appeared on the screen which is likely as a result of the damaged sensor. The sensor is fabricated from (B)(4) wafer ((B)(4)) and is not readily seen on x-ray equipment commonly used in the cardiac cath; it may or may not appear on the cine or fluoroscopy depending on the size of the vessel or distally. The area of concern may appear to have diminished flow and or now flow distal to the area where the sensor would have become lodged. However, this was not reported. In the event that the sensor was left inside the coronary artery, the following possible events could have taken place: vessel spasm, vessel closure due to thrombosis, ischemia on ECG and/or chest pain, and/or myocardial infarction of the impacted vascular bed. The patient did not experience any of these complications. This event is being reported as it is not possible to determine when the pressure sensor was separated. No further information is available.